Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14478. B2 outcomes attributed to adverse event was inadvertently left blank. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The investigation for the delivery issues and the vascular damage has been completed. The product was not returned for analysis. Based on the clinical details, the root cause of the delivery issue is most likely due to the patients condition as they were unable to pass through the vasculature. The root cause of the vascular damage - great vessel is most likely to due to use as multiple attempts and force was used to try to deliver the pump. As noted in the impella IFU: section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During the implant, complications were encountered during attempted implant of an impella 5.5 device. After obtaining axillary artery access, it was noted that the wires were inserted but traversal into the ascending aorta was not possible. Fluoroscopy was brought in and after multiple attempts, a dissection flap was noted in the brachiocephalic artery. A covered stent and/or balloon tamponade were required to treat the dissection and the implant was aborted.